Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient just got through cancer treatments and started to have some bladder issues. They had not been using their therapy for some time, so they wanted to check therapy with the patient programmer. They were only encountering the poor communication message. The patient was redirected to their healthcare provider to further address the issue.